Event description:
It was reported that the customer called because the device does not suction anymore. Customer powered off and back on and the device is still not suctioning. Purchase nov2023. It's unclear if lot number was requested. Used with wicks. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
(B)(6). Our team conducted a review of the reported event, with the available information to ensure the ongoing safety and performance of the product. As this investigation has already been performed for a similar complaint, another investigation is not necessary. An investigation has been completed using all information currently available. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post market activities in compliance with both regulatory requirements and local procedures. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as inoperable device was against purewick urine collection system. Correction: f,h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer called because the device does not suction anymore. Customer powered off and back on and the device is still not suctioning. Purchase (B)(6) 2023. It's unclear if lot number was requested. Used with wicks. Unclear if medical intervention was provided. No additional information provided. Per follow up information received via email on (B)(6) 2026, it was reported that customer can get the lot number off of the machine this afternoon. The patient was their mother, and she has been without her purewick system now for 7 days due to a malfunctioning suction system. The machine will not turn on. Customer have already done the troubleshooting tips via the website and with the phone rep multiple times without success. Customer was happy to provide any info you need to help the situation. Customer mother was bedbound and in need of the system functioning again as she was developing a moisture associated rash around her groin and back area. Customers mother has been happy with the purewick system thus far. We are in great need of this machine to be back up and running asap before the skin breakdown worsens. Thank you for your assistance in this matter. Per additional information received on (B)(6) 2026, it was reported auth said the pw will not power on and has tried several outlets. Replacement power cord being sent. It is unclear if troubleshooting was performed or lot number requested. No medical intervention or patient impact reported. No additional information provided. (Used with female wicks).